Event description:
During routine testing of the device, it was observed that the device would not power on. There was no pt use associated with the observed failure.

Manufacturer narrative:
(B)(4). Physio control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and observed that the cause of the reported failure was due to shorted pins 12, 13, 34, and 35 of integrated circuit, designator u5.